Event description:
Complainant alleged that during a routine shift check by a clinician, the device caused the defibrillator to display message code "cannot charge". The complainant indicated that there was no pt involvement in the reported failure.